Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 8 atmospheres for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was simply pulled out completely from the patient's body. The patient's status was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 8 atmospheres for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported.